Event description:
It was reported via repair work order that the cot could not be locked into the fastener due to a missing retaining post, which may have been caused by the screw becoming damaged and lost. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.